Manufacturer narrative:
(B)(4). The customer evaluated the device.

Event description:
The customer reported that the ventilator alarmed with blower temperature high occurrence. The customer reported that the unit was in use, but there was no patient harm.